Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. It is hypothesized the tip of the wire fractured when the user attempted to remove it through the oad driveshaft. However, based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The viperwire guide wire tip was discarded, and the remaining portion of the wire is being retained indefinitely by the facility. The diamondback 360® coronary orbital atherectomy system instructions for use manual states, "do not come within 5 mm of the proximal end of the viperwire® guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip." Patient age is greater than 65. Csi ID: (B)(4).

Event description:
During advancement of the orbital atherectomy device to the lesion, the viperwire guide wire moved backwards. The wire and oad were pulled back into the guide catheter, and attempts to remove the wire through the device were made, however the tip of the guide wire was stuck in the tip bushing. This is to be expected since the wire is not designed to be removed through the oad driveshaft. The wire and oad were removed. The tip of the wire had fractured within the guide catheter. There were no patient adverse events.